Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID: neu_unknown_lead, (serial: unknown); product type: 0200-lead; brand name lead; product ID: neu_unknown_lead, (serial: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that the leads have shifted from their original implantation location, though they were unsure how this happened, causing them to stop using the ins after it stopped working. As a result, they have been experiencing increasing back pain. Their doctor suggested to meet with their rep for some reprogramming however they already lost their remote and recharger. Pt stated that the x-ray report says that the "scs device noted in the lower thoracic spinal canal with a slight decrease in height of one or more in lower thoracic vertebrae. Consider following thoracic spine imaging if pt symptomatic in this location". Pt mentioned that they received something about having a new remote, but they didn't have money to buy it at that time. Pt was unable to recall how long the ins had stopped working and mentioned that it's been a few years. They also noted that the scs device was implanted in 2013. Agent reviewed the role of the mdt rep and patient services. Agent reviewed nas number and redirected pt to their hcp to further address the issue. Agent couldn't find the pt's record in cmf and diq. Agent was unable to confirm the device information because the patient had lost their external devices.